Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Upon troubleshooting, tandem technical support identified the customer had air bubbles in tubing. Reportedly, customer performed a supply change and administered a correction injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer reverted to an alternate method of insulin therapy.